Manufacturer narrative:
Biomérieux internal investigation was conducted. The customer lots of etest cefepime were tested with six (6) internal atcc tm strains. Atcc 27853 tm pseudomonas aeruginosa (range 1-4 ¿g/ml) - results obtained: 1.5¿g/ml (passed) atcc 29212 tm enterococcus faecalis (range 6-64 ¿g/ml) - results obtained: 12 or 16 ¿g/ml (passed) atcc 49247 tm haemophilus influenzae (range 0.5-2 ¿g/ml) - results obtained: 1 or 1.5 ¿g/ml (passed) atcc 49619 tm streptococcus pneumoniae (range 0.064-0.25 ¿g/ml) - results obtained: 0.125 ¿g/ml (passed) atcc 29213 tm staphylococcus aureus (range 1-4 ¿g/ml) - results obtained: 3 ¿g/ml (passed) the investigation, following the IFU recommendations, did not reproduce the customer result (6 ¿g/ml / result out of range) . Atcc 25922 tm escherichia coli (range 0.016- 0.125 ¿g/ml) - results obtained: 0.047 or 0.064 ¿g/ml (passed). The investigation, following the IFU recommendations, did not reproduce the customer result (0.064 or 0.125 ¿g/ml) . The investigation concluded the etest cefepime product is performing in accordance with specifications. Furthermore, follow-up with the customer indicates the etest cefepime is now passing qc after incorporating a different growth media with the proper agar characteristics.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer reported quality control results are out of range when using etest cefepime pm strips, ref. 505058, lot 1003222380. Customer has conducted 3 quality control test with, e.coli 25922, staphylococcus aureus 29213 and pseudomonas aeruginosa 27853 in duplicate using new strips. One out of two strips for e.coli and staphylococcus aureus/carbapenemase-producing enterobacteriaceae were out of range. Both strips for pseudomonas aeruginosa were in range. Additional testing has been performed but results are consistently high.